Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2017 at 7:30 am. The patient manages her diabetes with insulin (self-adjuster). In response to the alleged issue, the patient claimed she took her usual dose of 30 units of novolin n insulin on (B)(6) 2017 at 9:00 am. The patient reported developing symptom of feeling ¿shaky¿ an hour and a half after the alleged power issue began but denied receiving medical treatment. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the meter was unable to be turned on manually or when a new test strip was inserted. The csr noted the meter was not able to perform a rapid charge and the patient did not notice the battery indicator prior to the meter not turning on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.